Event description:
It was reported that the patient experienced a loss of therapeutic effect from implantable neurostimulator (ins). Specifically, the patient stated that for the past couple of days their fingers have been ¿locking¿ so yesterday they increased the stimulation and after a couple of hours ¿it stopped working¿. It was noted that the patient has had their ins since (B)(6) 2008 and had it on low for a long time where it was reported that the patient¿s hand had been ¿so much better¿. The patient was unable to adjust the stimulation using their programmer unit and got a ¿no communication¿ screen. The patient unplugged the antenna component from the programmer and tried to synchronize with the ins but still was unable to communicate. The patient stated that the ins icon was ¿clear¿ and when the patient pressed the ins on buttons they were still unable to communicate. The patient was advised to contact their doctor check the ins. The patient stated that they did not know if the physician was available any longer. Additional information was requested d but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).